Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home. The customer was hospitalized on (B)(6) 2016 due to high blood glucose. The cause of death was brain anoxia brought on by a heart attack, respiratory failure, and high blood glucose. The heart attack gave the customer diarrhoea and vomiting. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 2 days prior to passing. The pump was disconnected on (B)(6) 2016 as the customer had diabetic ketoacidosis and high blood glucose. The caller stated that the infusion set needle had become undone and had come out of the customer which led to the high. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.